Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, exhibited battery depleted code 1867. No additional information is available at this time.